Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead dislodgement was observed after the lead was implanted. The lead was explanted and replaced the next day. The patient was fine and discharged

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.